Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings: there were multiple call service alarms observed in the black box history. The time and date were accurately set at the start of investigation. The pump successfully performed a rewind, load, and prime sequence with no alarms. The pump was exercised for 24 hours with no alarms duplicated. There was no moisture corrosion observed internally when the pump was opened. The original complaint could not be duplicated during investigation.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a call service alarm (cs 064) issue. The distributor stated that the pump emitted multiple call service alarms that were unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).